Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 2000mcg/ml at 150mcg/day. The indications for use were intractable spasticity and multiple sclerosis. The patient's medical history included multiple sclerosis. The patient had complaints of lack of intrathecal baclofen effect. The relief had been "off" for 3-4 months (as of (B)(6) 2016). There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The hcp explored the pocket on (B)(6) 2016 and found a possible kink in the catheter. The hcp repositioned the pump.

Event description:
Additional information was received from the manufacturing representative noting that there may have been a small kink in the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.